Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operatively during the thyroidectomy surgery a nims emg tube was in place, but in the middle of the case it stopped functioning. They attempted to replace the nim emg tube but had some difficulties trying to place another nims emg tube. In the process of reintubation, the internal jugular vein was nicked. They finished intubating with a endotracheal tube and repaired the jugular vein. There was a 30 minute delay. The procedure was completed and the patient recovered.

Manufacturer narrative:
B1: the adverse event and product problem has been corrected to adverse event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.